Manufacturer narrative:
Upon visual inspection of the device, the tulip is confirmed to be disengaged from the shank. The bottom surface of the tulip, area connecting tulip and shank, did not reveal any cracks/fractures. The threads of the tulip did not show any abnormality. The shank revealed deformation around the head, likely due to the removal procedure. Device and complaint history records were reviewed, and no relevant manufacturing issues or similar complaints were identified. Per instructions for use: once implanted, the implants are subjected to stresses and strains. These repeated stresses on the implants must be taken into consideration by surgeon at the time of the choice of the implant, during implantation as well as in post-operative follow-up period. Indeed, the stresses and strains on the implants may cause metal fatigue or fracture or deformation of the implants, before the bone graft has become completely consolidated. This may result in further side effects or necessitate the early removal of the osteosynthesis device...improper selection, placement, positioning and fixation of these devices may result in unusual stress conditions reducing the service life of the implant. As the bottom surface of the tulip did not reveal any cracks/fractures, it is likely that the tulip experienced excessive, instantaneous removal force. As the device was implanted for approximately 4 years, the device could have had existing stress concentrations/patterns as well. It is likely that excessive removal force compounded with pre-existing stress concentrations could have caused the tulip to disengage from the shank upon removal.

Event description:
Stryker representative reported that during removal surgery, an oasys polyaxial screw head came off from main screw. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
Return status of the device is unknown.

Event description:
Stryker representative reported that during removal surgery, an oasys polyaxial screw head came off from main screw. No adverse consequences or medical intervention were reported.